Event description:
The "leak in system" alarm sounded from the pump. No blood was noted anywhere so iabp continued. Later, the "leak" alarm sounded again. Again, no blood was noted. The iab was not returned to co for eval. The iab was discarded by the facility. (Event complication: none from the event - reported 12/29/96.) (P's current status: unk - rept'd 12/29/96.)